Event description:
A malfunction was reported on a pump, identified by a specific code. There was no adverse impact to the customer's blood glucose level as it did not exceed 500 mg/dl. The customer attempted to reset the pump and sought assistance from technical support, who provided instructions to complete the reset. After the reset, the malfunction did not recur, and the customer was advised to continue using the pump and to contact support if any issues arose again.